Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6)2025. On (B)(6)2025, the cgm was displaying 363 mg/dl while the bg was 244 mg/dl. On (B)(6)2025 around 01:30am, the patient was taken to the hospital by his father due to inaccurate readings that led the patient to start vomiting. The pump was showing 316 mg/dl and the bg was 476 mg/dl. The patient was treated with IV fluid and insulin. The patient was released from the hospital on (B)(6)2025 at 5:00am and their bg was 142 mg/dl. At the time of the report, the patient was doing fine. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid on (B)(6)2025. The data investigation found a difference in values that falls within the b zone of the parkes error grid. No additional patient or event information is available.